Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis manifested by abdominal pain and cloudy pd effluent. The breach was not further specified. The patient was treated with an unspecified antibiotics for the event. Fifteen days after event onset, antibiotic treatment was discontinued. The outcome of the peritonitis event was not reported. Fifty-four days after onset of the peritonitis event, the patient passed away while still hospitalized. The cause of death was unknown. It was not reported if an autopsy was preformed. Action taken with pd therapy was not reported. Additional information is not available.